Event description:
It was reported that following the initial inflation, the pta balloon was unable to deflate after an inflation in the iliac artery. The balloon was completely deflated with the end of a guidewire. The catheter was retracted through the sheath without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device has been provided. A review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. The investigation is currently underway.